Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing on the right ventricular channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this system exhibited noise and oversensing on the right ventricular channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the lead was returned in two segments and had been severed approximately 13.5 cm from the terminal end. There was significant calcification on the shocking coil and lead tip. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.